Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right external iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation, however, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient condition was good.

Manufacturer narrative:
(B)(6).